Event description:
Removal surgery is scheduled to be performed in 2000 to remove the abc screws that are backing out. The pt was originally implanted with abc implants in 2000. X-rays taken 4 months later indicated that the abc screws were backing out.